Event description:
It was reported that this implantable pulse generator, pacemaker (non-crt) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This implantable pulse generator, pacemaker (non-crt) remains in service. There were no adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this on (B)(6) 2018 an implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This implantable cardioverter defibrillator (ICD) remains in service from the information received. There were no adverse patient effects. Should further information be provided a new report will be submitted.